Manufacturer narrative:
The pusher and introducer were returned for analysis. Resistance measurement were within specification, and the light turned green on the v-grip continuity test, which indicated the device was in conformance. The pusher was noted to be kinked at several locations. The strain relief on the distal heater coil section did not show any signs of damage or burns. The implant was fully attached, with the marker band and distal ball in place. The device was within conformance, so a simulated test to detach the coil was successful; the coil detached and operated within specifications. Based on the available information and evaluation of the device, the reported complaint cannot be confirmed. The coil was still attached to the pusher, and the coil was able to be detached during testing. The device was noted to be within specification and functioned as intended. Because the returned device was found unbroken, contrary to what was reported, there may be an issue with the accuracy of what was reported. There is also the possibility that the device that was returned was the incorrect device.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the embolization coil passed the pre-test; however, the coil did not detach. Five (5) attempts were made to detach the coil. During removal, the coil unexpectedly detached. Part of the coil remains implanted in the aneurysm; part of the coil was removed from the patient. There was no reported patient injury or intervention. The patient is reported to be fine.